Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found an electrical continuity error occurred due to water invasion in the scope connector. Additional findings were as follows: corrosion was detected on the plug unit, and the print circuit board as well as on the switch flexible printed circuit unit golden plated section, this was caused by a previous moisture ingress without any leakage and the most likely root cause of the reported issue. The bending section cover was worn out, the switch box unit was cracked, the lens glue had issues (2x), and the charge coupled device lens glue were porous. The universal cord had buckles and the universal cord protector was torn, the key top 1 had a pin hole, the biopsy channel had wear and tear, the angulations were out of specification. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported, that the colonovideoscope displayed e315 (incompatible scope error) code. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: a review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that error e315 occurred due to conduction failed by corrosion of electronic terminals caused by water invasion on the scope connector. The event can be detected/prevented by following the instructions for use which state: chapter 3 preparation and inspection the equipment prepared before using this endoscope and procedures for inspection of the endoscope and equipment are described in this chapter. 3.1 the workflow of preparation and inspection the workflow of preparation and inspection is shown below. Before each case, prepare and inspect this endoscope as instructed below. Inspect other equipment to be used with this endoscope as instructed in their respective instruction manuals. Should any irregularity be observed after inspection, follow the instructions as described in chapter 5, ¿troubleshooting¿. If the endoscope malfunctions, do not use it. Return it to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Warning ¿ never use the endoscope on a patient if any irregularity is observed. The irregular endoscope may compromise patient or user safety and may result in more severe equipment damage. In addition, it may pose an infection control risk. Olympus will continue to monitor field performance for this device.